Event description:
Patient attempted transfer without attaching the leg flap loops of the sling to the spreader bar and relying only on the back/torso sling straps and the velcro abdominal closure for support while lifting. This intentional decision not to attach the leg flap loops to the spreader bar resulted in the failure of the sling to hold the patient during the transfer. As a result, the patient fell out of the sling and fractured a leg.